Manufacturer narrative:
(B)(4).

Event description:
The patient's husband further reported that the patient was not alerted of the hyperglycemic event due to a permanent out of range signal. The receiver also displayed a low transmitter battery message.

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report an adverse event. Patient's husband stated that the patient experienced lethargy and confusion and was taken to the hospital on (B)(6) 2014. The hospital reported that the patient had a blood glucose level of 780 mg/dl. The patient was administered an IV of insulin as well as manual shots of insulin. Patient remained in hospital care for two days. The patient's husband further reported that the patient was not alerted of the hyperglycemic event due to a low transmitter battery message displaying on the receiver. At the time of contact, the patient was doing okay.

Manufacturer narrative:
(B)(4).